Event description:
The customer reports an unsmooth feeling/resistance when the swg (spring wire guide) was advancing into the vessel. When removed, the swg was kinked.

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire for evaluation. The dilator was not returned. Visual examination revealed the guide wire contains 3 kinks throughout the guide wire body. The distal welds appear full and spherical. The core wire was found to be broken adjacent to the proximal weld. Visual inspection of the dilator could not be performed as the dilator was not returned. The kinks in the guide wire body were measured at 300mm, 310mm, 550mm from the distal tip. The total length of the core wire measured to be 685mm which is within specifications. The outside diameter (od) of the guide wire measured 0.864mm which is within the od specifications. Dimensional inspection of the dilator could not be performed as the catheter was not returned. The undamaged portions of the guide wire were advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The undamaged portions of the guide wire passed through both components with minimal resistance. Functional inspection of the dilator could not be performed as the dilator was not returned. A manual tug test confirmed the distal weld was fully intact. Additional testing of the dilator could not be performed as the dilator was not returned. A device history record review was performed and no relevant manufacturing issues were identified. The IFU provided with this kit warns the user "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report that the guide wire kinked during use was confirmed through examination of the returned guide wire. The guide wire was kinked multiple times throughout the guide wire body. The core wire was also found to be broken adjacent to the proximal weld. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. The probable cause of guide wire and dilator resistance could not be determined based upon the information provided and without the dilator being returned. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports an unsmooth feeling/resistance when the swg (spring wire guide) was advancing into the vessel. When removed, the swg was kinked.